Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels, and the blood glucose reading was 499 mg/dl. The customer stated that he could not deliver insulin with the insulin pump, which alarmed several no deliveries. He treated prior to the emergency room visit by the bolus attempt, followed by a manual injection, and took fluids to try to flush ketones out. He experienced dehydration, vomiting, large ketones, discomfort, thirst, dry mouth, increased heart rate, upset stomach, chest pain, and headache. Upon admittance to the emergency room, the blood glucose reading was 250 mg/dl. He was then treated with water, insulin, and medicine via intravenous drip. The insulin pump failed the high pressure test twice. The drive support cap was flushed and flat. He reported that 3 weeks prior, the device alarmed motor error but he was able to continue its use thereafter. The blood glucose reading was 281 mg/dl. Advised device replacement. Nothing further.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it passed all functional testing and operated within specifications. The off no power alarm functioned properly. The unit had no back light due to a faulty el panel. No motor error alarm was noted. The unit was unable to prime during the prime test due to a faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to the prime/fill anomaly. The motor was tested outside the device and passed. The insulin pump had a minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.